Event description:
It was reported that the patient for a lead revision procedure. The patient presented with irregular heart rate. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced (B)(6) 2026. The patient was in stable condition throughout the procedure.